Event description:
It was reported that this right ventricular (rv) lead was dislodge due to twiddlers syndrome presented. The lead was explanted and replaced. No additional adverse patient effects were reported.